Event description:
It was reported an external fluid leak was observed in a prismaflex st100 set. During therapy the nurse found that the drain bag was broken. The nurse also found the "disposable hemodialysis filter and the matching tube were broken". The disposables were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photo, no leak was observed. Due to the nature of the returned sample, no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.